Manufacturer narrative:
(B)(4). Batch # n9117u. The analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and it fed and it ejected 2 clips; finally, the device locked out as intended. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the feeding incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a wide local excision (breast) procedure, the surgeon tried to close the clips by firing the device, however while the gun was firing, the clips were not closing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.